Event description:
PICC line snapped at connection to the white hub component during dressing change.====================== manufacturer response for peripherally inserted central catheter, 1.9 fr. X 50 cm single lumen PICC======================manufacturer will evaluate all PICC lines returned and will credit hospital for product.